Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 05/16/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/28/2017 with the following findings: during investigation, the pump powered on to a blank display. The pump was opened to find a damaged display screen. The display was removed to find a damaged display flex connector. A test display was unable to be used due to a damaged display flex connector. Unrelated to the original complaint, the battery compartment was cracked below the grip pad to the case seal.